Event description:
It was reported that the user was unable to attach the connect adaptor during a supply change for a cd infusion set, and successful connection was achieved after swapping to another connector adaptor. Symptoms included no adverse clinical effects. Outcomes included completion of the supply change without need for further care. Investigation included remote troubleshooting and user education. Investigation of this case revealed an initial connection failure of the connect adaptor that resolved with replacement, indicating a component-related attachment issue localized to the connector adaptor. It was concluded, based on previously established findings for similar reports, that the cause was user interface or component fit variability, mitigated by replacing the adaptor.